Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The low battery life could not be verified due to the blank display. The device also had a scratched display window. No damage was noted in the battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was turning off and on and the batteries were only lasting 3 hours. Blood glucose value was 8.5 mmol/l. The customer stated that the display was blank less than 30 seconds and was not blank currently. During troubleshooting, the customer stated that the battery cap and compartment were damaged. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer agreed to return the product for analysis.